Event description:
A patient with a pre-existing endograft placed at another facility had come in with a total limb occlusion due to thrombus. Physician lysed thrombus and stented iliac limb. Patient is doing well. The limb occlusion caused the patient to be symptomatic.

Manufacturer narrative:
The device was not returned for evaluation. The imaging associate with the complaint was reviewed and reveal the iliacs to be fairly tortuous. Medical director who reviewed the imaging stated "I can¿t see any failure or fault with the zfen device or its other components, and the thrombosis may have been due to the manipulation of the device through the left iliac, or due to patient related factors such as hypercoagulability etc. We don¿t have information on whether or not the patient had been taking anti-platelet medications prior to the occlusion." The work order ac1036826 was reviewed and appears complete and correct. The IFU sent with the complaint device lists arterial or venous thrombosis as a potential adverse event and states that "the long-term performance of fenestrated endovascular grafts, including the stents placed in fenestrations/scallops, has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms, changes in the structure or position of the endovascular graft, or stenosis/occlusion of vessels accommodated by fenestrations) should receive enhanced follow-up." Based on the information received, it is difficult to determine an exact root cause. One or more of the following factors may have contributed to the complaint: rough surface prone to thrombus formation. Inadequate medication of patient with anticoagulants. Patient/procedural factors.

Event description:
A patient with a pre-existing endograft placed at another facility had come in with a total limb occlusion due to thrombus. Physician lysed thrombus and stented iliac limb. Patient is doing well. The limb occlusion caused the patient to be symptomatic.